Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported, a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: seroma-late: unable to observe, since it is a medical event. And is not related to the device. Crease folding of implant: not observed. Rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, one opening on the posterior side assessed as surgical impact opening. (Shell thickness was within specification). Additional observation. ¿ no penetrating nick stress mark. ¿ black particles observed on the device. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: d9, h10.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced with a non-allergan device.